Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was hospitalized for peritonitis. The cause of the peritonitis was a breach in aseptic technique further described as not wearing a mask and area not clean before starting pd therapy. On an unknown date the patient was treated with injections of vancomycin 1 gram, amikacin 150 mg and cilanem 500mg each bag (frequency and duration were not reported). At the time of the report the patient remained hospitalized. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental report will be submitted.